Event description:
It was reported that a myocardial infarction occurred and the patient died. On an unknown date a promus element plus everolimus-eluting platinum chromium coronary stent was implanted. In (B)(6) 2014 the patient experienced a myocardial infarction and died. It is not know what action was taken at the time.

Manufacturer narrative:
Device is combination product. Death date and event date: (B)(6) 2014. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).